Event description:
It was reported that during a da vinci-assisted prostatectomy-simple surgical procedure, intuitive surgical, inc. (Isi) rep. Contacted isi technical service engineer (tse) and reported customer had ongoing issue with universal surgical manipulator (usm) #4 floating (breakaway clutch) on its own while deploying for docking. Caller stated this only happened with usm 4. The tse advised to ensure the drape material was bunching up causing breakaway clutch to activate. The customer was continuing with the procedure as planned. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse proactively replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The unit was returned for failure analysis (fa). Fa could not confirm the issue as having occurred via log files. The unit was tested on an in-house system where it passed normal mode with no related errors and normal movements. The unit was also tested on an in-house test platform where it passed all tests including friction tests with no relate errors.